Manufacturer narrative:
The reported event of the leadless pacemaker (lp) continuing in temporary pacing mode after experiencing loss of telemetry during the pacing capture threshold (pct) test was confirmed. Based on review of the information provided, it was determined that the pct test session did not terminate when the programmer issued the command to end communication with the lp because the programmer initiated a new open communication command before the end communication command was received by the lp. Consequently, the lp remained in pct temporary pacing settings. No lp device malfunction was observed.

Event description:
It was reported that the patient presented in clinic for follow-up. During the ventricular capture testing, it was found that the right ventricular leadless pacemaker lost its conductive telemetry with the programmer and resulted in failure to capture. No intervention was performed. Patient condition was stable.